Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Flashing 8100 module\ I explain to the customer that he would need to re flash the 8100 over again. The customer said ok and the call was ended.

Event description:
Case #: (B)(4). Case subject: npi 8100 error code 13-1033-149. Account name: (B)(6) account #: (B)(4). Asset name: 8100 pump module v9.33.0. Contact: (B)(6) contact email: (B)(6) medical center. Contact phone: (B)(6). Patient or user involvement: no .patient or user harm: no. Case description: 8100 sn: (B)(6). Customer wanted to know how to correct this error code. Failure device type: failure problem type: failure mode: case resolution: flashing 8100 module\ I explain to the customer that he would need to re flash the 8100 over again. The customer said ok and the call was ended.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.